Event description:
It was reported that a sensor that did not finish warm up occurred. The sensor was inserted into the arm on (B)(6) 2023 which is considered off unapproved placement of the device. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be a stale start command which led to an early sensor expiration. The reported event of a sensor that did not finish warm up is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device code(s) 3191: patient was unable to identify device issue therefore a more specific code could not be selected.